Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issues. Stryker replaced the device's therapy pcb assembly to resolve the issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not charge defibrillation energy and paddles lead ECG is not visible. As a result, defibrillation therapy would be unavailable, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not charge defibrillation energy and paddles lead ECG is not visible. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due a failed transformer, designator t1.